Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 11:32am and 11:40am on (B)(6) 2019, as evidenced by information documented by the local applications specialist during a visit to the customer site. Specifically, the measured ethanol concentration in bottle 6 was 75% and that calculated by the instrument software was 99.7%; and "it was determined that a tech had dumped some ethanol out, topped off with 100% and changed the concentration to default". These facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 6 (ethanol) as detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately 7 minutes and 30 seconds from 11:32am on (B)(6) 2019, which is sufficient time to replace the reagent. The station properties were reset at 11:40am on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 6 was to be set to the default concentration of 100%. The properties of the reagent bottle in 6 prior to this user action were: ethanol concentration=50.5%, cycle=114, cassettes=6684 and days=62. Although a user affirmed in the instrument software that the reagent concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 11:40am on (B)(6) 2019, the measured ethanol concentration of 75% on (B)(6) 2019 indicates that a use error occurred during replacement of this reagent. It is expected that the ethanol concentration in bottle 6 following processing of 199 cassettes from four (4) processing runs should decrease by approximately 0.35% only. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (ethanol) was used for the final dehydration step of the "factory 2hr xylene standard" protocol comprising 20 cassettes, which started in retort a at 12:48pm on (B)(6)2019 and completed at 0:00am on (B)(6) 2019, from which sub-optimal tissue processing was reported by the complainant; and for three (3) additional protocols executed in either report a or b between 20 and (B)(6) 2019 comprising a total of 179 cassettes, from which sub-optimal tissue processing was not reported by the complainant. Although not reported by the complainant, it is considered likely that the quality of tissue processing in an additional four (4) processing runs would also have been adversely impacted due to the use of reagents contaminated as a consequence of the use error, which occurred between 11:32am and 11:40am on (B)(6) 2019.

Event description:
Leica biosystems received a complaint regarding potential loss of "very precious gi biopsy tissue on sunday". The complainant also provided the following information in relation to the event: "run loaded over weekend, came off unit monday morning (B)(6) 2019 2 hr biopsy factory xylene 40 gi biopsy cases affected. Ret a reported to sea on tuesday, some samples cut before noticing, blocks and samples retro and reprocessing by hand still in progress." On (B)(6) 2019, a leica application specialist (fas) visited the customer site, in order to provide applications support. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and found that the variance between the measured ethanol concentration and that calculated by the instrument software was acceptable, with the exception of bottle 6. The measured ethanol concentration in bottle 6 was 75% and that calculated by the instrument software was 99.7%. The fas documented that: "bottle 6 was changed was changed in the software to default concentration (100%) on the day in question yet measured significantly lower (approximately 25%). It was later determined that a tech had dumped some ethanol out, topped off with 100% and changed the concentration to default." On (B)(6) 2019, the leica applications specialist-core histology received information that all cases involved in this event were diagnosable.